Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. Patient information was requested, unavailable at the time of this report.

Event description:
It was reported to philips that the device "ECG signal is not properly detected intermittently". The patient involved was reported to have received cardiopulmonary resuscitation (CPR), which ended in the patient expiring. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290. It was reported to philips that the device "ECG signal is not properly detected intermittently". The patient involved was reported to have received cardiopulmonary resuscitation (CPR), which ended in the patient expiring. The clinicians borrowed another defibrillator from the ER that was manufactured by another other to treat the patient. An ICU clinician reported that the patient's death was not related to the dfm100 equipment behavior. The customer declined the request to provide patient characteristics information. The rhythm strip showed doted lines with not ECG waveform in lead ii and one shock delivered using paddles. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. The fse was not able to reproduce the symptom/failure. The fse re-installed the software and monitored the equipment using an ECG simulator, which showed normal functioning. The fse was not able to reproduce the failure when performing the operational check test and found all tests passed. The fse reported that the issue was not confirmed and there was no trouble found with the device. The fse advised the customer that device passed all performance assurance testing and was ready to be placed back in service. The customer indicated that they want to replace the equipment with equipment from another manufacturer. Philips cannot rule out a malfunction of the device at the time it was reported. There is no indication of a systemic problem; no further investigation or action is warranted. No further communication was requested and no further communication is indicated.